Manufacturer narrative:
Follow-up #1: date of submission 02/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2016 with the following findings:investigation revealed that the display was not misaligned. The display flex was fully seated and secure to the connector. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked in two places. Additionally, the audio bolus button cover was punctured.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (misaligned) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.